Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned to asahi intecc. Co. Ltd. For evaluation. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion located in the septal to the left posterior descending artery (lpda) that was heavily tortuous. The sion guide wire was placed retrogradely across the septal into the lpda; however, the non-abbott 150 microcatheter would not deliver into the septum. Another same type microcatheter of a different size (135) was attempted and made some further progress. The same 150 microcatheter was then attempted; however, began to grip the guide wire due to overturning during the attempts to go into the pda. The decision was made to retract the guide wire and try another septal; however, the guide wire would not pull into the microcatheter. After retraction of both devices from the anatomy a piece of tissue from the septal perforator loosened during the attempt to cross with the microcatheter was observed at the tip of the microcatheter on the guide wire. The patient has been rescheduled for another procedure to use the antegrade approach. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the sion guidewire and the 150 cm microcatheter were returned as a unit. With the obtained information and the outcomes of the investigation of returned devices, it is inferred that the reported difficulty of pulling the sion guidewire back into the microcatheter used in conjunction is because of the body tissue that had adhered on the tip of sion guidewire and the deformation of the coil of sion at tip end. The bend with coil opening deformation of the tip of the coil is thought to have occurred when exchanges of the microcatheters were made while the tip of the sion was advanced in the cto lesion, or by some pushing force inadvertently given to the guidewire when the manipulation to the microcatheter was applied, or the interaction of these possibilities. During this process, rotational manipulation was given to the guidewire, which might injure the vessel wall, so that the body tissue was rolled on the guidewire wire and taken out together with the guidewire. A review of the lot history revealed no anomaly relating with the reported event. No other similar experience report has been received for this lot. The warning section in the instructions for use states: observe the movement of this guidewire in the vessel. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel, or removing it, do not torque and/or pull the guidewire itself....if the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or... Do not push the guide wire more than necessary to advance the tip through he narrowed part of the vessel... It may be damaged or break apart, which may injure the blood vessel.. (B)(4)

Event description:
Based on root cause analysis, which determined that the rotational manipulation of the guide wire could have been the cause of the vessel tissue injury, the event has been reevaluated to be a serious injury.